Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of pulmonary vein isolation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that air bubbles were noted in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The product is expected to be returned. It was further reported that only a merit guidewire was inside the sheath prior to, and/or at the time, the air was observed. Air bubbles were detected during preoperative steps and aspiration. No air was noted in the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of pulmonary vein isolation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that air bubbles were noted in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that during the preparation of pulmonary vein isolation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that air bubbles were noted in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The product was returned. It was further reported that only a merit guidewire was inside the sheath prior to, and/or at the time, the air was observed. Air bubbles were detected during preoperative steps and aspiration. No air was noted in the patient.